Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod longer than 48 hours. Patient reported was leaking during wear. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked. After clearing the crystallized insulin residue inside the soft cannula, the fluid was able to pass through the complete fluid path. It could not be conclusively determined when this damage to soft cannula occurred. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod.